Manufacturer narrative:
(B)(4): final analysis reported high battery resistance. Pump did not run for 2 minutes at 24,000 ul/day and bench testing (bct) logs showed a low battery reset (lbr) occurred. The battery resistance waveform test showed a high resistance of 1656 ohms.

Event description:
It was reported that the pump was replaced. "No event" was reported.